Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring at the reservoir connection is missing and the reservoir cannot stay locked in place. Customer's blood glucose was 168 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The product will not be returned.

Manufacturer narrative:
The device had minor scratched lcd window, cracked battery tube threads, partially broken off reservoir tube lip noted. However, tested reservoir and it locked properly in reservoir tube. Also, it was noted that it was missing o-ring and had a cracked case at reservoir tube window corners.